Manufacturer narrative:
Patient information was not provided. The field service engineer (fse) observed that the platelet (plt) background and control samples were very high after the customer installed previously used diluent reagent, causing the reported event. The fse instructed the customer to install new diluent reagent resolving the issue. Bec internal identifier (B)(4).

Event description:
The field service engineer (fse) reported platelet (plt) background and control samples were very high on the customer¿s act 5diff al analyzer after customer installed used diluent reagent. There was no report of an adverse event. There was no report of erroneous patient results reported outside the laboratory. There was no impact to patient treatment. The fse provided one example showing the reported elevated plt result issue on a patient sample and the instrument had failed startup for plt.